Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device availability - additional information g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - additional information h6: adverse event problem - additional information.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).